Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported the loss of dental implant in the same day of the surgical procedure but did not provide further information of the case.